Manufacturer narrative:
(B)(4). D11 - medical product: catalog #: 046w1an00641, final scrdrv shaft rigid ij, lot # a2667309a. Reported event was confirmed from the returned devices with fractured tips. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that there was a fifteen minute delay and that it is unknown if the patient retained the tips.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3007472424-2020-00001.

Event description:
It was reported that during a surgery, two final drivers' tips broke off. A third driver was used to complete the case. There was no reported impact on the patient. This is report two of two for this event.